Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to difficulties with helix extension. The helix was extracted and retracted multiple times while trying to find an adequate position. As a result, the helix could no longer be extended. The procedure was completed using another ra lead. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific. This event was reassessed, and it was determined that this was a not reportable event as there is no evidence to suggest that therapy was impacted. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes.

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead there were placement difficulties. As a result, the helix was extracted and retracted multiple times, and it became damaged, therefore, it could not be extended anymore. The procedure was completed with another ra lead. No adverse patient effects were reported. At this time this ra lead has not been returned to boston scientific.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to difficulties with helix extension. The helix was extracted and retracted multiple times while trying to find an adequate position. As a result, the helix could no longer be extended. The procedure was completed using another ra lead. No adverse patient effects were reported. This event was reassessed, and it was determined that this was a not reportable event as there is no evidence to suggest that therapy was impacted. No adverse patient effects were reported. At this time, this ra lead was already returned to boston scientific.

Manufacturer narrative:
This returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Dried blood in the helix mechanism prevented direct test of the helix mechanism on the returned product. Susceptibility of the ingevity active fixation mechanism to mechanical resistance is a known issue with a number of possible factors/causes. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes.